Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported during the implant procedure the helix had stretched after multiple attempts of fixating the pacing lead. The lead was replaced. No patient complications have been reported as a result of this event.